Event description:
The pt's minicap had fallen off of their transfer set on 03/15/2006. A new minicap was placed on the transfer set immediately after the incident. The home pt presented to the clinic on 03/16/2006 with abdominal pain and cloudy effluent. Tests were performed at that time to diagnose peritonitis (see below). The pt was treated with a loading dose of ancef 1.5g, intraperitoneal (ip). Treatment was continued with fortaz 2g, (ip) once daily from 03/17/2006. No exit site or tunnel infection was noted at the time of diagnosis. There was no known break in aseptic technique, and the nurse stated that proper procedures are reviewed on a regular basis. The pt does not routinely re-use supplies, per the rn. There have not been any recent peritonitis episodes for this pt. The pt has been using peritoneal dialysis since 2005, which is also the date that the transfer set was placed. The pt has recovered from this episode and is doing well.